Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that ectopy occurred. During a diagnostic angiogram, the physician encountered difficulty in crossing the valve with an expo diagnostic catheter and manipulating the catheter in the left ventricle. The curve of the catheter irritated the left ventricle and the patient experienced ectopy which resolved without intervention or medication. No further patient complications were reported and the patient¿s status is stable.